Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they bolused according to their sensor readings. The customer states their levels had dropped to 47mg/dl. The customer states they would be monitoring the device and their levels. The customer would call back if issues persist.